Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a removal operation after the operation for distal tibia fractures. When the doctor removed the lcp-distal tibia plate, the head of the locking screw had been worn out. The doctor tried to remove the screw by use of extract-bolt f/scr ø3.5+4, but he could not make it. At his own discretion, he used extens. F/carbide drill. After that, the doctor removed the screw by use of hollow-reamer-compl anticlockwise cutting and extract-bolt. This is report number 1 of 1 for complaint (B)(4).